Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. There were also earlier instances of failed battery tests alarms. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. However, the customer confirmed that there ws black residue inside of the battery compartment. The customer was advised to insert a new battery and call back to report whether or not that battery change resolved the issue. The insulin pump was not returned for analysis at this time.